Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with the preoperative diagnosis of severe lumbar radiculopathy. The patient underwent surgery which consisted of a left l4-5 and l5-s1 tlif with percutaneous pedicle screw fusion and right l4-5 partial facetectomy and frameless stereotactic planning. No patient complications were noted. Per the operative report ¿¿thecal sac and conjoined root were reflected medially. Disk space entered. All loose disk material was removed. An interbody device filled with rhbmp-2/acs with additional rhbmp-2/acs anterior to the cage was impacted into the l4-5 disk space. Excellent decompression was noted. Similar procedure was then undertaken at l5-s1 after facetectomy and foraminotomy were completed. The disk space evacuated and again the interbody device filled with rhbmp-2/acs was placed in the l5-sl disk space¿¿ no patient complications were noted. (B)(6) 2008: the patient presented with a rash on face, into the neck, and facial swelling of unknown etiology. The patent reported having similar symptoms in the past and that it usually lasted 1-2 days. The patient associated the rash with sinus symptoms which the patient said they were experiencing prior to the surgery. The patient was also noted to have a back rash probably secondary to use of back brace. The patient underwent a para-nasal CT which demonstrated congestion. (B)(6) 2008: the patient was discharged from hospital. Per the discharge notes the patient had had some post operative numbness in both legs but the preoperative radiculopathy was improved. The patient¿s rash had improved by discharge. (B)(6) 2008: the patient presented with numbness in right thigh and muscles spasms to low back. The patient reported that the numbness was new started after their surgery. (B)(6) 2008: the patient presented with the diagnosis of low back pain and lumbar stenosis. The patient reported numbness in the right thigh and maybe some muscle spasms. X-rays of the lumbar spine were reviewed which showed the pedicle screw fixation was identified from l4 to the sacrum. A radiolucent interbody device was well positioned at l4-l5 and l5-s1. Hemilaminectomy and facetectomy had been performed on the left at l4-l5 and l5-s1. There was a mild curvature to the lumbar spine, apex to the left at l3. Mild spurring was present inferiorly and superiorly at the l3 level. No acute changes are identified. Lateral projection demonstrates a normal lumbar contour. (B)(6) 2009: the patient reported no pain in back and only some cramping and fatigue. (B)(6) 2009: the patient presented, approx. 3 mo. Post op, with improved intermittent low back pain and stiffness. The patient reported that the numbness in the right thigh was gone. In an addendum to an x-ray it was noted that there was new pelvic tilt appreciated. This appeared to be exaggerating the mild scoliotic deformity appreciated ¿ appearing relatively stable. (B)(6) 2009: the patient presented with low back pain. X-rays revealed two-level pedicle screw fixation was present from l4 to the sacrum. Screws were present at l4, l5, and s1 on the right and at l4 and s1 on the left. The left-sided facetectomies l4-l5 and l5-s1 had been performed. Cages were in good position at each of these levels. Mild scoliotic deformity was seen above the level of the fusion, apex to the right at t12. No acute changes were appreciated. Medications: skelaxin, ibuprofen, prozac. Assessment: low back pain; herniated lumbar disc; lumbar spondylosis, and lumbar stenosis. (B)(6) 2009: the patient presented with the diagnosis of radiculopathy. X-rays showed there was a mild scoliotic deformity apex to the left at ti2 that appeared less significant than on the prior studies. The pelvic tilt appreciated on the prior study was also much less prominent. No acute changes were appreciated. (B)(6) 2009: the patient presented with intermittent back pain with some stiffness. Per the encounter notes, the patient had just come out of an orthrosis for a foot fracture. (B)(6) 2012: the patient presented with low back pain and underwent a CT scan of the lumbar spine which demonstrated that the hardware appeared intact. Fusion grafts were in position there was asymmetric bony encroachment into the spinal canal on the left at l4-l5. Note was made of a transitional lumbosacral junction with a partially lumbarized s1 segment there was mild central spinal canal stenosis related to diskogenic and spondylitic changes at l3-l4. There was a local left-sided paramedian disc protrusion evident at l1-l2 and was also documented on the prior MRI. (B)(6) 2012: the patient underwent a chest x-ray, impression: non-acute chest. (B)(6) 2012: the patient presented with intractable leg and back pain and the preoperative diagnosis of intractable lumbar radiculopathy status post l4 to s1 decompression and fusion. The patient underwent surgery which consisted of bilateral l3 laminectomies; bilateral l3-4 facetectomies; left l3-4 transforaminal lumbar interbody fusion; extension of prior l4 to s1 fusion to l3 using bilateral trans cortical screws; lateral bony fusion l3-4; and frameless stereotactic planning. Per the operative report ¿¿ a cage was placed. The disc space had been packed with half of an extra-extra small rhbmp-2/acs lounge and the patient's own bone harvested during the case which was placed anterior to the cage. The cage inserted and filled with the patient's bone¿¿ it should be noted that there was ¿¿very prominent scar tissue was identified with extensive granulation tissue around a spur in the left l4-5 foramen. In dissecting the remaining bony portions a dural rent was created. This was dosed with 5 0 prolene scaled in hemoseal the dura was noted to be exceptionally thinned especially along the right l4 pedicle where the thin dura was closed as fully as fully as possible.¿ (B)(6) 2012: the patient was discharged from hospital. Per the discharge notes the patient had suffered dural rent during surgery requiring her to be flat for approximately 48 hours post operatively. She was then progressively ambulated and at the time of discharge she described incisional pain with some left s1 pain but none of her preoperative radicular pain and no sign of a csf leak. (B)(6) 2012: the patient presented with resolving pre-op leg pain. There was a small amount of redness around the proximal sutures and a small pin hole at the end the incision which was draining a moderate-large amount of serosanguineous fluid. The patient was to wean off wearing the brace. (B)(6) 2012: the patient presented low back pain and continued drainage from wound. The patient reported that they had had severe left leg pain a couple of days before the wound started leaking. (B)(6) 2012: the patient¿s presented with mild incision pain and resolved leg pain. There was mild erythema around the distal incision. Only 2cc of drainage could be aspirated. This was sent for culture. (B)(6) 2012: the patient presented with redness around her distal incision which had increased and the area over the incision was blistered. A small amount of serous drainage was noted coming from around the 2nd to the last distal suture. (B)(6) 2012: a final report the culture from aspirant taken on (B)(6) 2012 showed small growth of enterobacter cloaca sensitive to levaquin and bactrim. . (B)(6) 2012: the patient presented with a superficial wound infection. Medications: levaquin. (B)(6) 2012: the patient presented with pain in the leg and a blister on the incision. The patient reported that after being off of levaquin two days they developed a lot of pain. Diagnosis: low back pain and lumbar infection. (B)(6) 2012: the patient presented with low back pain and possible infection and underwent a lumbar spine MRI which revealed decreased size of the large postoperative fluid collection posterior to the laminectomy and fusion site of the lumbar spine. This fluid collection may have represented a seroma or hematoma with infected fluid collection not excluded. There were postoperative changes from l3 through s1 laminectomy and posterior interbody fusion. There was no evidence of osteomyelitis or discitis. There was some enhancing scar tissue is noted in the left neural foramen at l3-l4 and l4-l5 levels. There was some mass effect on the thecal sac at l4-l5 towards the left caused by a left paracentral disc osteophyte complex this was stable in appearance the ap diameter of the thecal sac measures 9 mm. (B)(6) 2013: the patient complained of pain located in the left buttocks that radiated into the left leg medially to the left foot. The patient described the pain as an aching sensation and also reported numbness in the left foot. (B)(6) 2013: the patient presented with lumbago and weakness. (B)(6) 2013: the patient presented low back pain and underwent x-rays which showed satisfactory postoperative appearance. No acute findings to account for any new back pain (B)(6) 2013: the patient presented lumbar and left buttock, hip, and leg pain. The patient complained of having a slight paresthesias sensation at the end of the day. The patient reported falling down 5 steps onto their buttock sometime after the (B)(6) visit. Medication: cymbalta, ibuprofen, metoprolol succinate, xanex, atenolol. Diagnosis: left lumbosacral/neuritis/radiculopathy. (B)(6) 2013: the patient presented intermittent left leg pain and slight discomfort in the left hip buttock region descending posteriorly into the knee and medially to foot. (B)(6) 2013: the patient presented low back pain. (B)(6) 2013: the patient presented with intermittent left leg pain. Lumbar x-rays showed stable posterior decompression and interbody fusions between l3 and s1 using a combination of l3 cortical screws, l4 through s1 pedicle screws and rods with radiolucent interbody cages. There was a chronic, stable minimally displaced fracture of the left s1 screw. The remainder of the construct was intact and stable in position. There was mild chronic levoscoliosis. No subluxations. There was chronic prominent hypertrophic bone formation, spurring at the cage insertion sites on the left posterior disc margin at l4-5 and l5-51. (B)(6) 2013: in a review of the patient CT and x-rays, it was believed that the s1 screw was fractured and not displaced. The patient was not having significant pain and did not want to do anything further about it at that time. (B)(6) 2013: the patient presented with intermittent left leg pain and new left great toe and ball of foot pain. X-rays showed pedicle screw fixation at l4-l5 and s1. Transcortical screws were present at l3. Interbody cages were well positioned at l3-4 l4-5 and l5-s1. There did appear to be some spur formation at the l4-5 and l5-s1 levels. Facetectomies had been performed on the left at l4-5 and l5-s1. There was a known fracture of the left s1 screw that was relatively well approximated on these studies. A mild upper lumbar lower thoracic scoliotic curve apex to the right was seen.

Manufacturer narrative:
Concomitant medical products : rhbmp-2/acs, rods, cages (implant (B)(6) 2008). (B)(4). (B)(6). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.